Event description:
It was reported that there was an event of lead failure to capture and high capture thresholds. The right ventricular (rv) lead was successfully explanted and replaced with a new right ventricular (rv) lead. The patient status was unknown.